Event description:
It was reported, that the video system center and light source displayed error codes b30 and e216 (scope communication errors). When the colonovideoscope was used, during a procedure. Olympus technical assistance center provided troubleshooting steps. And upon further follow-up, the customer reported, that the problem was narrowed down to a single scope. The issue appeared resolved. Although, specifics were not supplied. Additional information, was later received. Indicating, that the procedure performed was a colonoscopy. And that, the scope shot error messages as soon as it was turned on. Other scopes were used after the first scope gave an error, but the code still showed. After hooking up a scope, that used the pig tail attachment, it began to work. The user went back to one of the other scopes used and it also worked. The procedure was delayed a little over an hour. While the patient was under general anesthesia. It was completed after the issue was resolved using a different scope. There were no reports of further patient harm. This report is related to the following linked patient identifiers: (B)(6).